Event description:
The customer tested her blood glucose using her contour usb meter and received a reading of 186mg/dl. She retested using another meter and received a reading of 101mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return her strips for evaluation. New strips were sent as replacement.